Manufacturer narrative:
(B)(4). The reported field event of impedance and capture anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.

Event description:
It was reported that high, out of range pacing lead impedance and loss of capture were observed after one day of post-implant. A header issue was suspected between the device and the atrial lead. The device was explanted and replaced. The patient was stable post procedure and will be followed up normally.